Event description:
It was reported that the customer was taken to the hospital due to high blood glucose. Blood glucose value at the time of the admission was over 600 mg/dl. Customer declined to troubleshoot. Customer's mother stated that the customer was home alone and is not sure if the customer was not bolusing correctly. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.